Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), product type: catheter. Product ID: 8784, serial# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The physician was implanting a new system and splicing an 8784 catheter to the 8782 catheter. The 8782 seemed quite "flimsy" when trying to splice to the 8784. The 8782 was trimmed and the collets were removed to visualize the 8782 more closely. The hcp was successful splicing the two catheters together but was concerned the 8782 was "flimsy". The trimmed section of the catheter was returned to the manufacturer. The event date was (B)(6) 2015. No symptoms were reported. Intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the 8782 catheter revealed no significant anomaly found. The catheter was returned incomplete or in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.